Event description:
The complainant stated the scales are showing error-1 and it cannot be calibrated. She noticed there was corrosion and signs of fluid ingress on the scale and power supply circuit boards.

Manufacturer narrative:
The account's replaced the scale and power supply circuit boards to repair the bed.